Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a lower g.I. Bleed in the duodenum during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the physician was trying to control an active bleed in the duodenum with the use of a resolution clip; however, the clip did not release from the catheter. The physician was able to remove the device from the tissue without complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Patient is over 18 years old. Component (B)(6) relates to device (B)(6) for the reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a lower g.I. Bleed in the duodenum during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the physician was trying to control an active bleed in the duodenum with the use of a resolution clip; however, the clip did not release from the catheter. The physician was able to remove the device from the tissue without complications and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause for this complaint is operational context.